Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic, motor and keypad traces. Unable to verify the button anomaly due to the blank display.

Event description:
The customer stated that the insulin pump was submerged in water and now the buttons are not responding and there is water inside the liquid crystal display. Nothing further was reported.